Event description:
It was reported that after the left ventricular [lv] lead was implanted and the pocket was closed, the lv lead dislodged. An attempt to reposition the lv lead was unsuccessful; the lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).